Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic surgical device center strip broke apart during a therapeutic procedure. There were no reports of patient harm. The customer was able to complete the procedure using a second handpiece.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, analysis found the teflon pad was detached from the jaw, which was exposing metal from the jaw. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the broken center strip and detached pad was due to a stress problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.